Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, as the issue could not be reproduced. Per visual evaluation no abnormalities were observed on the returned sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when resistance is encountered in inserting the catheter, stop the procedure and remove the catheter." (B)(4).

Event description:
It was reported that the catheter could not be removed smoothly. There was allegedly a knot on the shaft of the catheter. There was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter could not be removed smoothly. There was allegedly a knot on the shaft of the catheter. There was no patient injury reported.